Manufacturer narrative:
Further information was requested but not yet available.

Event description:
It was reported that a pacemaker failed. Further information was requested but not yet available.

Manufacturer narrative:
Please retract this report 2017865-2019-12302, the same issue was previously reported as 2017865-2019-00014.